Manufacturer narrative:
The initial MDR 2247117-2014-00063 was filed on october 23, 2014. Additional information (09/26/2014): the customer obtained discordant patient results for two patient samples. It is unknown whether the discordant or corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ata results on patient samples.

Event description:
A discordant, falsely elevated antithyroid peroxidase antibodies (ata) result was obtained on one patient sample on an immulite 2000 xpi instrument. A new sample was drawn on the same day which also resulted falsely elevated. The discordant results were not reported to the physician. The original sample was then repeated twice on same day on the same instrument, and both samples resulted lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ata results on one patient sample.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse performed a total service check and replaced the probe due to gel found on the tip. The fse ran quality control (qc) samples and two patient samples for human chorionic gonadotropin (hcg) and ata. Hcg qc was within acceptable range, but fse noticed imprecision on ata qc samples. A new kit of ata was ordered to run the same precision test. A follow-up visit was then made by fse. It was observed that during ata repeats, cv was greater than five percent. Fse performed recalibration of dilution well z positions and ran 10 replicates of qc. Technical support center (tsc) reviewed the spy files of the qc run which showed level sense discrepancies in the dilution well which could explain the imprecision. Tests, checks, inspections and/or repairs have been performed in accordance with the specific service task. The cause of false high ata results is unknown. The instrument is performing according to the specifications. No further evaluation of this devise is required.